Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a partially fired cartridge present. No functional test was performed as the device firing mechanism was damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth were broken and the yoke teeth and left shroud pinion axle support were damaged. In addition, the knife and the left wedge band were bent. While no conclusion could be reached as to how the device became damaged, it should be noted that at aleast a 100% inspection takes place during mfg to ensure the device meets the required specs. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lobectomy, devices did not want to close and fire on the tissue and the knife is sitting above the cartridge on one device. Another device was used to complete the case. There was no consequence to patient.